Event description:
Analysis of the returned device found that the microdelivery was separated distal to the hub.

Manufacturer narrative:
(B) (4) broken catheter. The device history record (DHR) review indicated that the released device met specifications. The microdelivery catheter's proximal outer shaft was severely stretched under the strain relief and separated just distal to the hub. The microdelivery catheter was stretched along its length, and the distal shaft was severely compressed. The stent was not returned. A .014" guidewire was jammed in the microdelivery catheter and could not be removed. The stabilizer was separated at its proximal junction and twice on the middle shaft. The stabilizer distal shaft appeared to be jammed in the microdelivery catheter, and the middle shaft was severely compressed along its length. The damage observed on the returned subject device is indicative of stent deployment friction. The cause is unusually high friction between the stabilizer, microcatheter and/or the stent in the system. Due to the high friction, the user may have applied excessive force between the stabilizer and the catheter in an effort to deploy the stent which may have led to the damages observed. In addition, information obtained indicated that the patient's anatomy was considered severely tortuous and the user attributed the subject device experience to this factor. As this is considered an anatomical factor, a root cause classification of operational context has been assigned to this investigation.